Event description:
It was reported the device was used during a total abdominal hysterectomy. It was reported when the surgeon fired the first firing, he noted resistance but everything fired ok. On the second firing, the device would not fire at all. It was jammed. It is unk how the case was completed.